Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 589 mg/dl after dinner. She did not report experiencing any symptoms of high or low blood glucose levels. The patient's grandmother gave her a bolus dose of insulin using the pump. The patient's bedtime blood glucose reading was 267 mg/dl. During troubleshooting, it was determined the patient had eaten carbohydrates for dinner but did not receive a bolus to cover these carbohydrates. It was also determined all pump settings, date/time, basal setting and programming were correct, and there were no issues with the infusion site or infusion set. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect in that she did not correct her blood glucose level for the amount of carbohydrates eaten during dinner. However, as the patient suffered a blood glucose level suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported high bgs due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.